Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing potential infection. There was swelling and drainage at the ipg pocket site. It turn, surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted to address the issue. Reportedly, patient experienced a snake bite and the surgeon decided to explant the system to avoid the infection spreading.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.